Event description:
It was reported that a detector docking station on the ysio system fell off the wall when the detector was removed. The detector docking station landed on a leg of a hospital staff member. The weight of the detector docking station is approximately 35 pounds. The fall of the part resulted in a large bruise. The reported event occurred in (B)(6).

Manufacturer narrative:
The reported unit was checked by a siemens service engineer. The engineer found that the four m6 bolts that secure the docking station to the back plate were missing. It is assumed that the event occurred due to an installation error. The system has been repaired and returned to the customer. This report was submitted (B)(6), 2013.